Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was hospitalized for diabetic ketoacidosis. Date of hospitalization was 03/03/2015. Blood glucose at the time of admission was 293 mg/dl. It was reported the customer was found unconscious by their spouse. Customer was treated with insulin at the hospital. It was found the customer's insulin pump powered off without warning, leading to the customer's hospitalization. Troubleshooting found the customer did not receive a low battery alert prior to the insulin pump powering off. The customer's threshold suspend feature was also not functional prior to the customer's hospitalization. The customer was advised to revert to a back-up plan while their insulin pump was being replaced. No additional information provided.